Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the heart lung console would not power down successfully. When the user goes to power down, a rectangular block appears in the middle of the screen not prompting the user to shut down the unit. There were no reported adverse consequences to the pt.